Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive and a battery out limit occurred. The customer reported that the device's button presses had been delayed for several days leading up to this issue. Blood glucose level near the time of the call was over 200 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was unable to test for battery out limit alarm due to no button response. The insulin pump had minor scratches on display window, cracked case on the display window corner, cracked battery tube threads and cracked reservoir tube lip.